Event description:
These syringes are notorious for getting air bubbles. Every time I use it, I have trouble with getting air bubbles. Even worse, sometimes it's not just an air bubble, but a vacuum lock. This is not always visually detectable, but once I start injecting, I can feel the difference. This creates not just the danger of air, but danger of misdosing. I can never be certain how much insulin, if any, was received with vacuum. If I guess wrong, I am in danger of either very high blood sugars, or insulin reactions, which I have suffered as a result of this. I have been injecting my own insulin over 30 years, and have never encountered this extent of difficulty with brand I have used previously. Potentially very dangerous.